Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result on an alinity c analyzer. The following data was provided (customer¿s reference range is 135-145 mmol/l): sample ID (B)(6) initial result was 166, repeat result was 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium result while using alinity c ict sample diluent, lot number 77016un24, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The customer retested the sample using the same lot of reagent and gave an acceptable result. In addition, the quality control was performing within the expected ranges. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated sodium result on an alinity c analyzer. The following data was provided (customer¿s reference range is 135-145 mmol/l): sample ID (B)(6) initial result was 166, repeat result was 140 mmol/l. There was no impact to patient management reported.